Event description:
The customer's father stated that the customer was hospitalized for high blood glucose levels between 400 and 500 mg/dl. The customer was very ill and was vomiting prior to the event. The insulin pump was not available for troubleshooting at the time of the call. Nothing further was reported.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.